Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. This was an off-label case (no infra-renal neck length) requiring snorkeling both renal arteries using atrium stents and landing the proximal portion of the endurant aui distal to the sma. It was reported that there was slight type I endoleak from gutters of the atrium stents, which should resolve once heparin is reversed. The patient will be monitored.

Manufacturer narrative:
(B)(4).